Event description:
It was reported that the pt experienced a return of pain symptoms. It was stated the pt was having "spikes in pain throughout the day." No reservoir discrepancies were noted. A dye study was performed and showed no problems. The pt's catheter was subsequently revised. The details of the revision and a pt outcome were not reported. The medication being delivered via the device system was morphine 10 mg/ml at 2 mg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).